Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported contact force issue and subsequent delay remain unknown.

Event description:
Related manufacturing ref: 3008452825-2023-00575. During a premature ventricular contraction procedure, the contact force measurement was not accurate which caused a delay in procedure. When using ensite precision, the contact force measurement was not accurate as the measured force at random was zero and 440 g, and then to 12 g, without movement of the catheter. Connections were checked and the tactisys module was replaced, which did not resolve the issue. The catheter was then exchanged, and the issue was resolved; however, the issue occurred again, with random force readings at 0 g to 18 g to 5 g (appropriate until contact force loss) and 410 g was displayed intermittently. The procedure was completed using intracardiac echo, with no patient consequences.